Event description:
This system was removed due to infection. Also included: kentrox sls 65/18, MDR 1028232-2007-0060; setrox s 53, MDR 1028232-2007-0061.

Manufacturer narrative:
This ICD was not returned for analysis. The analysis is based on the complaint description, which indicates an infection. This ICD was explanted in 2007, after an implantation time of nine months because of an infection. The biotronik sterilization protocol from december 30, 2005, confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges . Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process.